Manufacturer narrative:
Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable.

Event description:
A philips representative became aware via a phone call (from a physician discussing details of this case with the rep) that a lead extraction procedure commenced to remove a right atrial (ra) lead due to the need for an upgrade to a biv system. The patient had an existing, failing right ventricular (rv) dual coil ICD lead present as well, not targeted for extraction (implant duration for both the ra and rv leads was 151 months). During the procedure, the ra lead was removed without event; the rv lead was capped and left within the patient, and a new 3 lead system was implanted (rv, ra, and left ventricular (lv)). No symptoms were present at the time of the lead extraction, no hemodynamic changes occurred during the procedure, and the chest x ray taken post-procedure was normal. When the patient went back for a follow up check to the physician the next week post procedure, a left sided hemothorax was noted. It was successfully drained without further complications at that time. The patient survived. This report is being submitted after the manufacturer reviewed past procedures in which a left hemothorax was reported. Historically, a portion of those complaints involving a left hemothorax has also reported a subclavian injury as well. Although the cause of the left sided hemothorax has not been determined, this complaint has been determined reportable due to the review of historical complaint data mentioned above, since a lead extraction procedure had taken place in which spectranetics devices were in use, and a left sided hemothorax was detected days later.